Event description:
This is filed to report a leak. It was reported that during preparation of the clip delivery system (cds), air was observed in the delivery catheter (dc) handle. Aspiration was performed, but the air remained in the dc handle. Therefore, the cds was not used in the patient and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.